Event description:
During a hemorrhoidopexy procedure, the device cut but delivered unformed staples and the staple line was incomplete. Unsure how the case was completed. There was no patient consequence.